Event description:
The instrument broke during the surgery. Additional information received from the sales representative on 02 sep 2009. The representative does not have the exact date of surgery, however, he states it was within the last 60 days,. The surgeon was putting down rod when he decided to reposition a screw. He used the dorsal height adjuster when the wall of the instrument fractured and a piece fell into the surgical wound. The surgeon was able to retrieve the piece without delay and he then used a driver to continue with the readjustment. There was a very brief surgical delay.

Manufacturer narrative:
A review of the device history record indicates the part met specification. Visual examination of the returned instrument indicates the hex mating tip is cracked with a piece broken off. An engineering investigation determined the cause to be stress concentration at the hex tip and use in application beyond design. A product bulletin was released in august 2009 to notify users of the new design to be released.